Event description:
A pt of unknown age and medical history underwent surgical procedure using a translabyrinthine approach to remove an acoustic schwannoma not an approved indication in the u.s. There were no early complications or cerebralspinal fluid (csf) leaks noted by the surgeon. 6 months later, the pt developed csf rhinorrhea and subsequently developed meningitis requiring antibiotic treatment. The pt underwent reoperation 2 months later to repair the csf leak. The source of the csf leak was through the petrous temporal bone and into the middle ear cavity where bioglue surgical adhesive was applied as filler between a fascia lata patch and bone surface. The defect was subsequently repaired and the pt has had no further complications reported to date.